Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not provide the etc02, pump starts and shuts down. The customer tried another sample line and got the same results. There was no reported patient involvement.